Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and no anomalies were found. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. The analyst noted there is blood and contrast in the sheath. There is blood on the shaft located at the distal end of the stability member. The tether is intact with the tether pin at the proximal end of the delivery system. The tether is intact with the device when the device is deployed at the distal end of the delivery system. The device was able to be successfully deployed and recaptured with no broken tether evident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the delivery catheter tether broke. The leadless ipg system was removed and replaced with a different system. Post implant procedure, a pericardial effusion was diagnosed. Healthcare professional indicated unknown cause, and alleged the introducer may have caused the right atrial perforation. Pericardiocentesis procedure was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.